Event description:
Event description boston scientific crm received information that during a follow-up visit, the patient with this pacemaker expereinced a seizure-like episode with approximately ten seconds of syncope when the programmer wand was placed over the device. This device is part of an advisory regarding the crystal timing component, however exhibited no symptoms that were consistent with those described in the advisory.